Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to multiple discharges from the cardiac resynchronization therapy defibrillator (crt-d). Follow up yielded no further information and the device remained in use. The patient is a participant in the improve sudden cardiac arrest study. No further patient complications have been reported as a result of this event.